Event description:
On (B)(6) 2011, wife reported patient was hospitalized on (B)(6) 2010 with diabetic ketoacidosis. When he arrived at the hospital, his blood glucose was in the 1600 mg/dl range. Target blood glucose is 100 mg/dl. Patient was using the infusion device for bolus and basal delivery prior to this. Wife reported patient had a flu virus that may have caused his blood glucose to elevate. No error messages were received on infusion device. Patient was treated with an IV of insulin, and he has been on insulin injections since this event per doctor's recommendation. Patient was also hospitalized 2 times in the previous 6 weeks for heart concerns. He was on insulin injections during these hospitalizations. Wife requested evaluation of infusion device. Infusion device was replaced and requested for evaluation.